Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed power error alarm and post-rest ram crc alarm. Customer's blood glucose was 155 mg/dl. Customer had a biopsy at the hospital and was disconnected from the device. There was a scratch on the device. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Findings: pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5volts for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector. Pump was monitored and functioned properly. No unexpected replace battery now alarm noted during testing or found in alarm history. However, unexpected battery power loss alarm found in long trace history file due to connector resistance. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Unit was received with minor scratched lcd window.